Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a peeled downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. The event history log confirmed multiple system fault 41,622 errors occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be that the motor stalled. The motor was replaced and v5 software loaded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 41622. The issue was found during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement, and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.